Manufacturer narrative:
After battery installation, the insulin pump display start up and stop frozen at number followed by an unexpected constant audio tone alarm, problem was isolated to m/b. Unable to verify operational currents or perform functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, self test, a21 error test, dat test and displacement test due to frozen screen. Unit received with minor scratched display window and case. The insulin pump received with stained end cap sticker and back address serial number label.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2018 with blood glucose of 330mg/dl. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. Customer not wearing pump the device is expected to be returned for analysis.